Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The cardiomems patient electronic system was not received for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.